Manufacturer narrative:
Due to character limitation, initial reporter full name: (B)(6) rn. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had issue in removing the batteries and they are not springing out of the battery bay when released. Although the batteries show fully charged on both the screen icons and when depressing the buttons on the batteries themselves. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5, b6, b7, d10, h6(health effect ¿ impact codes). This call was received through a direct call from the customer to the emergency support line and not being used on a patient at the time of the call. Customer calls stating she is demonstrating to another rn how to remove the batteries from a cardiosave. She states they are not springing out of the battery bay when released. She states the batteries show fully charged on both the screen icons and when depressing the buttons on the batteries themselves. She is difficult to understand, and it seems this function of releasing the batteries was simply to show another rn how they are removed. Getinge emergency support team retrieve the sn# for the cardiosave from customer to input a complaint. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had issue in removing the batteries and they are not springing out of the battery bay when released. Although the batteries show fully charged on both the screen icons and when depressing the buttons on the batteries themselves. No patient was involved